Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of corneal edema, ocular pain, and loss of vision are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the healthcare professional regarding the events and patient details has been requested. No additional information is available at this time.

Event description:
Patient reported corneal edema with loss of vision and will need to get a full corneal transplant in the left eye against the xen®45 gts. The device remains implanted.